Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Although it was reported that the patient was quadriplegic (also reported as partially paralyzed), there was no information provided to reasonably suggest or allege that the implanted system or therapy caused, contributed to, or exacerbated a patient condition with respect to the aforementioned event. The device was implanted on (B)(6) 2025 and the date of contact was (B)(6) 2025. The information provided most reasonably suggests that the quadriplegia was prior to the mdt device implant as they were just turning the device on for the first time and were discussing therapy adjustments. The mdt device or therapy would not be reasonably expected to be causal or contributory with respect to quadriplegia. Therefore, the quadriplegia meets rule-out criteria per (B)(4) for an event not reasonably related to the mdt device or therapy and thus does not meet the criteria of a complaint per (B)(4).

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient is in "an extreme condition and needs more relief than what they have been getting so far". Patient is partially paralyzed and quadriplegic. They said this is the first time they have turned it on. Patient has not used the therapy since they got it and it was at 0.1v during the call and they are on group b. During the call they turned stimulation up to 2.0v and are going to try this setting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.